Event description:
It was noted via the surgeon that 1/100 of the 500+ tourniquet-less knee replacement procedures performed with the aquamantys system the patients have experienced poor healing at 2-3 months post-op. In each of these cases the medial retinaculum tissue was reportedly necrosed and no longer able to hold the sutures in place. The impacted wounds were cleaned and re-closed. Surgeon is not sure if the aquamantys system is the reason for the issue but, he has begun using a different technique involving more spot treatment rather than treating the entire area. Surgeon was referred to a technique training video on tourniquet-less total knee arthroplasty, produced by medtronic. No specific case details or patient demographics are available for these occurrences.

Manufacturer narrative:
Product event (B)(4). Eval method: facility disposed of device. Device is not available for return and inspection. Eval results: facility disposed of device. Device is not available for return and inspection. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.